Manufacturer narrative:
The imaging evaluation states: a 25mm gore® cardioform septal occluder was used to close a patent foramen ovale. After crossing the pfo, an intracardiac echo revealed an echogenic structure on the guidewire at the entrance of the pfo in the right atrium. Act at that time was noted to be greater than 200. The physician decided to give additional heparin and proceeded to move forward with implanting the occluder. After the gore cardioform septal occluder was implanted, the echogenic structure had organized toward the center of the right disc. The occluder was left in placed and the patient is being treated with a blood thinner. The gore® cardioform septal occluder instructions for use states: adverse events associated with the use of the occluder may include but are not limited to: thrombosis or thromboembolic event resulting in clinical sequelae. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Imaging evaluation is in progress. The gore® cardioform septal occluder instructions for use states: adverse events associated with the use of the occluder may include but are not limited to: thrombosis or thromboembolic event resulting in clinical sequelae.

Event description:
It was reported to gore a 25mm gore® cardioform septal occluder was selected to treat a tight patent foramen ovale (pfo). After crossing the defect an echogenic mass was noted on intracardiac echocardiography (ice). The physician decided to move forward with the case to contain the mass. The echogenic mass was noticeable throughout the deployment of the left disc. The mass later moved to the body of the right disc after the left disc was apposed to the septum. The occluder was locked and released and the echogenic mass remained attach to the right disc. It was reported the activated clotting time (act) was 219 after the wire crossed and during the advancement of the delivery system across the pfo. It was reported another dosage of heparin was given. Post case act was around 225. It was reported the patient stopped taking plavix the day of the procedure. It was reported the patient is stable and is being treated with eliquis.